Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 03 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: c-section. Cathplace: lower abdomen. Infusion start time: unknown. Infusion stop time: unknown. It was reported that the patient underwent a c-section on (B)(6) 2017. The device was removed on (B)(6) 2017. The first "lumen removed easily. Second lumen with tension and resistance. Warm compresses applied at lumen exit area on incision. Second lumen released somewhat, but snapped at very end. Return to surgery under general anesthesia to remove tip. 4cm tip with true knot attached to incisional wall 3cm deep removed without incident. Patient discharged (B)(6) 2017." Additional information received 17-mar-2020 indicated that the packaging was not kept; lot number unknown.